Event description:
It was reported that the customer was hospitalized with dka. The customer is very lean and has a history of having bent cannulas on the infusion set. The nurse stated the cannula was out of body, but this may have occurred while transporting them. Unable to troubleshoot the pump due to partial display segments.